Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose levels (284 mg/dl). Customer administered a correction bolus. Customer stated that when the tubing is raised above the pump, insulin stops delivering. Troubleshooting was performed with tandem technical support and an air bubble was noted during fill tubing. Customer stated a manual injection would be delivered to stabilize blood glucose level.